Event description:
On (B)(6)/2009, patient reported her infusion device displayed an occlusion on (B)(6)/2009. She stated, she tried changing the infusion site and removing and reinserting the insulin cartridge in order to resolve the occlusion but the occlusion persisted. Patient reported, she went home sick from work on (B)(6)/2009, took her infusion device off, took the battery out and had fallen asleep. She stated she is now feeling better and wants to get the infusion device back up and running. Patient reported the infusion device had prompted her to check the time and date after she put the battery back in. She stated, she had tested her blood glucose and it was 167 mg/dl. She reported she tried to deliver a bolus of 7.0 units of which 1.1 units were delivered prior to the infusion device displaying another occlusion. Advised patient to disconnect infusion tubing from infusion site and attempt to prime. Infusion device displayed occlusion. Advised to remove infusion tubing and prime. The prime was successful. Advised to change tubing. The patient did this and primed the new tubing. She placed the infusion device in the run mode and successfully delivered the rest of the intended bolus. No occlusion was displayed. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested to return the suspect infusion tubing for evaluation.